Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating and login failed with error. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and login failed with error. A technical support specialist (tss) noted that the station was in a bluescreen error. After following the knowledge article (medstation es ¿station database corruption ¿ critical kernel power error), it was determined that the database was in suspect mode. The tss reviewed the logs but found that recovery was not possible without a fresh data synchronization. Followed another knowledge article (how-to ¿ recover / repair a corrupted dsclientoltp database) but was unable to repair/delete, the tss executed (B)(4) to fix the database error. The tss then changed the recovery model to simple, reduced the database size, and completed full synchronization to rectify the issue. The system functioned as intended after the technical support specialist troubleshot the device.